Event description:
It was reported by dealer that the rear left arm socket is broke on the solara3g wheel chair and has been in use 3-5 years. There is no additional information, he was just servicing the chair.